Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
As reported from csp clinical study, after implantation of the 23mm sapien 3 valve with the 23mm commander delivery system. Per standard practice, a 22mm x 40mm atlas gold was used for pas reported from csp clinical study, after implantation of the 23mm sapien 3 valve with the 23mm commander delivery system. Per standard practice, a 22mm x 40mm atlas gold was used for post-valve dilation. An angio was taken and showed no paravalvular leak (pvl) and severe pulmonic insufficiency (pi). An ice catheter was used to investigate the valve further and showed torrential pi with 2 of the 3 valve leaflets coapting and the 3rd was a classic "frozen" valve leaflet. A second 23mm s3 was implanted. Post implantation of the 2nd valve an angio was taken, no pvl, and no pi was shown. An ice catheter was used to confirm the angio. The patient left the room in good conditionost-valve dilation. An angio was taken and showed no paravalvular leak (pvl) and severe pulmonic insufficiency (pi). An ice catheter was used to investigate the valve further and showed torrential pi with 2 of the 3 valve leaflets coapting and the 3rd was a classic "frozen" valve leaflet. A second 23mm s3 was implanted. Post implantation of the 2nd valve an angio was taken, no pvl, and no pi was shown. An ice catheter was used to confirm the angio. The patient left the room in good condition.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of deployed valve exhibits central regurgitation and leaflet restriction were unable to be confirmed due to the unavailability of relevant medical records and imagery. As no device was returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "csp clinical study, after implantation of the 23mm s3 with the 23mm commander delivery system. A 22mm x 40mm atlas gold was used for post-valve dilation per standard practice. An angio was taken and showed no paravalvular leak (pvl) and severe pulmonic insufficiency (pi). An ice catheter was used to further investigate the valve and showed torrential pi with 2 of the 3 valve leaflets coapting and the 3rd was a classic "frozen" valve leaflet." An existing technical summary has documented that the cause of regurgitation varies depending on multiple factors. Potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made to reduce central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the central regurgitation and leaflet motion restricted were observed after the post-dilation with a non-edwards balloon. Post-dilation can increase the risk to over expand the valve and lead to overstretching on the leaflet resulting in leaflet motion restricted and central regurgitation in the short or long term, which was depending on the degree of stretching on the leaflets. In addition, per the training manual, it is recommended to use the same delivery system for post-dilation. Available information suggests that procedural factors (post-dilation with non-edwards device) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.